Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -12.5 diopter, in the patient's left eye (os) and the surgeon noted a cataract. The lens was cut to remove within the same surgery, with no patient injury. Cataract surgery was performed and an iol was implanted. A suture was required. The patient's post-op ucva was 20/30. The reporter stated there was no problem with the lens vault and the cause of the event was unknown. The lens was discarded by the facility.